Manufacturer narrative:
The suspect front panel assembly was returned to vyaire and evaluated. The reported problem was confirmed and duplicated. The root cause was determined to be a damaged touchscreen, resulting in an unresponsive touchscreen.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the suspect ventilator and verified the reported problem. The fsr assigned the cause to a defective front panel assembly. The front panel assembly was replaced to resolve the issue.

Event description:
A customer reported that when using the vela ventilator, the touchscreen was unresponsive. The customer reported there was no patient involvement associated with the event.